Event description:
Device report from synthes (B)(4) reports an event in the united kingdom as follows: surgeon reported: breakage of ao tibial plastic exchange wire reduction tubing. It has recently come to light that an ao tibial nailing (performed in (B)(6) 2009) had a retained piece of the ao guide wire plastic exchange tubing. Removed from his foot: (B)(6) 2013. This report is on unknown ao wire/tubing. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative:this device used for treatment and not diagnosis. This report is on unknown wire/tubing, part and lot numbers are unknown. Device is an instrument and is not implanted/explanted. Without a part number a 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.